Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) latch was stuck. The customer complained that the console release lever would not unlatch the console and couldn¿t remove from the cart. The iabp was fully operational minus not being able to remove the console from the cart. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found that the flat bar with the hole to receive the latch handle had come apart and was unable to unlatch the console. The fse adjusted the linkage/connection so that it will not come apart. He tested several times without fault. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).